Event description:
It was reported that the customer arrived to the emergency room with a blood glucose level of 783 mg/dl. Customer was taken to the emergency room because she was vomiting could not keep anything down. Customer reported that the insulin pump is scratched and has a crack on the screen. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Pump communicated properly with ultra link blood glucose meter. Blood glucose amounts matched and properly transfer to pump. No meter anomaly was noted. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.